Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the physician tried to screw the old leads into the new implantable pulse generator(ipg) but wasn¿t able to screw them in. The physician tried another wrench and had the same issue. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.